Event description:
It was reported that, "surgeon prepared femur with broaches, stopping with broach #9 opened, #9 rejuvenate stem and gave to scrub tech. Scrub tech tried to attach the stem inserter to the implant and the stem inserter would not seat into proximal stem and lock. Surgeon was handed #9 stem and inserted with bullet tip impactor."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.